Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the customer's device and observed that the customer's device displayed a black screen when powered on. Physio-control advised the customer that their device is no longer under warranty. Physio-control returned the device to the customer without performing any repairs. A cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
A third-party service agent reported to physio-control that the screen of their customer's device turns black when the device is turned on. As a result, the labeling for both the analyze and charge soft key buttons at the bottom of the display would not be visible to the device user. This issue has the potential to delay or prevent defibrillation from being delivered. Upon initial evaluation, by physio control, it was observed that the device gives a service indication, and although the device is switched off the alarm sounds constantly. There was no patient involvement in the reported event.